Event description:
When contacted for additional information, it was reported that no new information was obtained and nothing has been heard from the patient. The lead component was not able to be acquired for analysis. If further information is obtained, a follow up report will be sent.

Event description:
It was reported a lead revision occurred. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient's lead had migrated per x-ray and that they experienced a loss of therapeutic effect. The lead was explanted and a new lead placed. Additional information was received but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product typ lead. (B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v675651, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4) - the initial MDR was filed as mfg. Report # 3007566237-2012-01659. Additional information received clarified that the correct manufacturing site was site #(B)(4).